Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, brown particles, opening on radius and underweight. A visual and micro analysis was performed which identified: crease sharp opening and wear abrasion. Based on the device analysis, the final assessment is an opening crease sharp on radius due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to concern with the product. Healthcare professional additionally reported rupture. Device has been explanted.